Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower medications were not showing up on patient's profile. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) stated that the customer informed the medication involved was morphine 4 mg/ml injection, medid 5220. The specific visit ID was unknown. Later the customer confirmed that the problem was resolved. And no further investigation was required from fse. The system functioned as intended after the issue was resolved.